Event description:
It was reported the patient had a lump at the end of the incision site by the device that is not healing. Patient stated it is a "lump and it's big and it hurts". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.